Manufacturer narrative:
Method - device not returned, follow up with representative.

Event description:
It was reported that a (B)(6) patient underwent a kyphoplasty procedure on levels t6, t8 and t9. A cement extravasation in the soft tissue lateral to level t8 was noted. There were no patient complications. No additional information was reported.